Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of an innova self-expanding stent delivery system (sds) and no other devices. The stent was not returned. The inner shaft was completely separated from the device. The outer shaft was stretched at the nose cone. The handle was intact when returned; however, the handle was opened to inspect for internal damage. The mid-shaft was separated from the retainer clip. The rack was dislodged due to the handle being opened. The tip was attached to the inner shaft as-received. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent deployment difficulty occurred. The target lesion was located in the superficial femoral artery (sfa). Following pre-dilatation, a 6 x 200 x 130 innova stent was advanced to treat the lesion. Using the thumb wheel, 120mm of the stent was deployed. While holding the white handle grip still, the pull-grip was pulled to deploy the remaining part of the stent; however, the stent stayed inside the delivery system. The physician pulled the catheter back to get the stent to come out and finish deploying. Due to that, the stent stretched out much longer than expected and the proximal portion of the stent ended up in the common iliac artery. The procedure was completed with no patient complications reported and the patient's status was fine.